Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 672 mg/dl at the time of admission. The caller reported the customer could not lower their blood glucose with the insulin pump, prompting the hospitalization. The customer was feeling okay despite having high blood glucose. The caller reported the customer was wearing the insulin pump at the time of hospitalization. Customer was being treated with an IV drip for their blood glucose. The insulin pump will not be returned for analysis.